Event description:
It was reported that the pump has battery issues. Battery was new in february, pumps for 12-15 min then goes dark. Shows 13.8v when plugged in then 12.7v when on battery. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "battery issues" is not able to be confirmed. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the pump has battery issues. Battery was new in february, pumps for 12-15 min then goes dark. Shows 13.8v when plugged in then 12.7v when on battery. No patient involvement reported.